Manufacturer narrative:
A cardioquip customer submitted photos of their device tank to epidemiology for investigation. Due to the discoloration of the tank, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that either (1) the device receive an internal water pathway replacement, or (2) the customer participate in cardioquip's trade-in program. The customer has chosen to perform an internal water pathway replacement to repair the device. Once the device has undergone repair, it will be returned to specification.

Event description:
A cardioquip (cq) customer notified cq service that there was brown discoloration in their device tank and submitted pictures to cq for review. The cq director of operations and epidemiology reviewed the pictures and recommended that the customer perform hpc testing to provide a quantitative assessment of water quality. No patient involvement was reported. Hpc test results outside of cq specifications for water quality were received on 07/14/2025, indicating device contamination.